Event description:
Reported via patient call center. It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient wife stated that after returning home the patient blood pressure measurements and readings were over 200 systolic and over 100 diastolic. The patient wife stated that prior the procedure the patient blood pressure readings were consistently stable around 120/80. It was stated that the patient blood pressure measurements remained high despite efforts to reduce it and patient was taken to the emergency room (ER) on (B)(6) 2025. The patient was seen and treated in the ER, and the blood pressure came down into a normal range and patient was released. The patient had a computed tomography (CT) scan of his heart and stated that there were no issues noted regarding the placement of the patient closure device. The patient was initially scheduled for a post-procedure follow up with provider on (B)(6) 2025, but due to a severe episode of anxiety, the follow up appointment was rescheduled to (B)(6) 2025.